Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging her insulin pump is not delivering insulin properly. At the time of concern, the patient had blood glucose reading greater than 500 mg/dl. It took her several days to resolve her elevated blood glucose reading. At the time of the call to animas, she was in the process of getting a new insulin pump and declined to perform any troubleshooting with the subject pump. This complaint is being reported due to the an alleged inaccurate insulin delivery issue and because she had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the total daily doses for (B)(6) appear to be inaccurate due to inconsistent year; the year goes from (B)(6) 2013 to (B)(6) 2012 and from (B)(6) 2012 to (B)(6) 2013. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.